Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that noise was noted on the right ventricular lead on an unknown date. The therapies were programmed off. Following the battery advisory, the implantable cardioverter defibrillator was explanted and replaced. No intervention was not performed for the lead and the user facility suspected that the noise was emi. The patient was pacer dependent and was stable before and after the case.